Event description:
It was reported that the balloon broke up in the patient after one day during use. Reportedly, there were no patient complications or injuries. No further details were provided. There were two units reported; however, only one unit was returned. Refer to medwatch report number 600000-2007-51890.

Manufacturer narrative:
There were two units reported; however, only one unit was returned. Please refer to medwatch report number 600002-2007-51890.